Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump would not rewind completely. The patient's blood glucose at the time of incident was over 600 mg/dl. The customer was unable to bolus due to the rewind anomaly. Troubleshooting did not occur since the customer did not have the insulin pump with him at the time of call. The customer had been treating with a back-up insulin pump from her doctor. No products were returned or replaced.